Event description:
A break in the retention dome during replacement. The retention dome dropped into the pt's stomach. The indwelling period is unk.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.